Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited the system on-site and confirmed that the system would not turn on. Upon troubleshooting, the fse checked the system log files and identified a failure in the fdc self-test. Further inspection revealed multiple hardware issues, including a defective basic input/output system (bios) battery in both the host pc and the image processing pc (ippc), a defective ippc hard disk, and faults in the system interface board (sib) and system detector 1 (sd1) boards. The fse provided a quotation to the customer for the replacement. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not turn on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.